Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. A nurse reported that a customer obtained unspecified low sensor readings and experienced symptom of shaking. The customer was provided with crackers, orange juice, and dextab for treatment and obtained a post-treatment sensor scan of 2.7 mmol/l as compared to a healthcare meter reading of 17.7 mmol/l. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer was administered water and insulin, and no further treatment was reported. There was no report of death or permanent injury associated with this event.